Event description:
The physician reports that the crystalens trailing haptic tore during implantation using the staar surgical lens injector system. Intervention was performed in order to enlarge the original incision and remove and replace the damaged lens. A second crystalens was implanted successfully and the patient's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.